Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with microorganism revivable at 30 degrees (micro coccus spp 11 cfu/endoscope at channel and micrococcus ssp 17 cfu/endoscope at distal end for a total of 28 cfu/endoscope. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) has not yet been received for evaluation. Below are information on customers cds checklist: cds: paa_manual treatment. Below are information on customers cds checklist: pre-cleaning: aspiration of water through the instrument / suction channel, flushing channels ( air / water channel, auxiliary, balloon channel, forceps elevator wire channel). Detergent used : x3. Manual cleaning : detergent ¿ x3. Brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush used : model - aseptin med ref 20178. Manual disinfection performed : disinfectant : anioxyde 1000. Scope storage: drying cabinet model name (eset olympus). Scope repair and maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to device available for evaluation. The subject device was returned and an evaluation completed for it. This report is being supplemented to provide additional information based on the device evaluation, third party testing, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels colony forming unit (cfu): 1cfu bacterial identification: coagulase negative staphylococci. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.